Event description:
It was reported that the subject programmer displayed the error message ¿cannot access the manager core!¿ which makes the programmer unusable.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject programmer displayed the error message "cannot access the manager core" which makes the programmer unusable.